Event description:
It was reported that during the implant procedure, the lead pin did not fit into the implantable pulse generator (ipg) connector cavity. The lead was too short and was not able to be screwed into the header. A setscrew/grommet problem was suspected. The device was not used and was replaced by a competitor device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. Analysis was performed and no anomalies were found.the returned device indicated the set screw was found in the connector bore.